Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if any issues arise.